Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216500. Model: sc-8216-50. Serial: (B)(6). Batch: 7077455.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a procedure wherein the ipg and paddle lead were replaced. The patient was doing well postoperatively and the explanted devices will not be returned due to hospital policy.